Manufacturer narrative:
Date sent to the FDA: 01/08/2021. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in.

Manufacturer narrative:
Product complaint pc (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? Product code and lot number? On what tissue was the vicryl suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? When and how was the slow absorption of suture determined by surgeon? Please clarify. Did the patient require a surgical intervention to remove the suture that did not absorb? What was the appearance of the suture during re-operation? Was re-suturing required? Please specify what was used for re-suturing?. Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (suture did not absorb)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that post-operative the suture did not dissolve. A second procedure will be scheduled to remove the suture. Additional information has been requested.